Event description:
It was reported that the vns patient who is enrolled in the manufacturers sponsored (B)(6) clinical study was diagnosed by his family physician with left vagus nerve paralysis with dysphonia from stimulation. The patient¿s neurologist clarified that the patient was diagnosed with simulation-related left vagal / ipsilateral recurrence paralysis using videostroboscopy. The patient is expected to undergo video laryngoscopy with modification of vns settings.

Manufacturer narrative:
Age at time of event; corrected data: additional information indicates that the event began on (B)(6) 2013. Date of event; corrected data: additional information indicates that the event began on (B)(6) 2013.

Manufacturer narrative:
Corrected data: additional information indicates that the event began on (B)(6) 2012.

Event description:
It was reported that the adverse event resolved on (B)(6) 2014.